Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. H6: investigation summary one open and forty nine sealed 32g x 4mm pen needle samples were returned from lot. No. 2019492, cat. No. 320518. Visual examination was carried out on the returned open sample and a broken patient end of cannula was observed. Measurement of the od could not be performed due to the condition of the sample returned. No manufacturing related issues were observed. Visual examination was also carried out on thirty of the sealed samples and no issues were observed. Measurement of the outer diamter was carried out on thirty sealed samples and all samples were within specification. (0.0090¿ ¿ 0.0095¿) 1. 0.0093¿ 2. 0.0093¿ 3. 0.0092¿ 4. 0.0093¿ 5. 0.0093¿ 6. 0.0094¿ 7. 0.0093¿ 8. 0.0094¿ 9. 0.0094¿ 10. 0.0094¿ 11. 0.0094¿ 12. 0.0093¿ 13. 0.0093¿ 14. 0.0093¿ 15. 0.0093¿ 16. 0.0092¿ 17. 0.0094¿ 18. 0.0092¿ 19. 0.0092¿ 20. 0.0094¿ 21. 0.0094¿ 22. 0.0094¿ 23. 0.0093¿ 24. 0.0092¿ 25. 0.0093¿ 26. 0.0094¿ 27. 0.0093¿ 28. 0.0094¿ 29. 0.0094¿ 30. 0.0093¿. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ plus pen needles 31g x 5mm (100 count) the cannula broke and the patient sought a doctor. There was no report of patient impact. The following information was provided by the initial reporter: complaint: after administering insulin, the needle broke, fell to the floor and penetrated the patient's body. The patient decided to go to the doctor [...].

Event description:
It was reported while using bd micro-fine¿ plus pen needles 31g x 5mm (100 count) the cannula broke and the patient sought a doctor. There was no report of patient impact. The following information was provided by the initial reporter: complaint: after administering insulin, the needle broke, fell to the floor and penetrated the patient's body. The patient decided to go to the doctor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.